Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self-test and a21 error test. No a52 alarm noted. Pump passed all operating currents tested within the specifications range and passed off no power test. Unit was monitored and tested with no off no power anomaly, blank display and audio/beep anomaly noted. Pump received with cracked battery tube thread, reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was making a loud beep. Customer's blood glucose was 220 mg/dl. Customer replaced the battery and device had a blank display. Device had alarmed a software error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.